Event description:
A customer contacted global technical service regarding a check lines and bags alarm (separate report) that occurred on the homechoice during prime. During troubleshooting, the patient noted that they were connected to the device during prime. This constitutes a use-error. There was no serious injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.